Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose was not reported. Troubleshooting was performed. It was reported that the customer's blood glucose were not going down, and then she changed the insulin and kept bolusing. The bolus history seemed correct. Reviewed the alarm history and found that the insulin pump alarmed no delivery several times. Ran a self-test and a fixed prime test and the insulin exited. No further info was provided.